Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged medical consultations and injuries, however; no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventrio st mesh, patient was diagnosed with wound infection, abscess, necrosis, fibrosis, pain and granuloma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain and infection as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st. Per operative notes, ¿hernia defect was identified and all adhesions were taken down. A ventrio st was used for repair and sutured to the abdominal wall.¿ (B)(6) 2015 - patient was diagnosed with wound infection and abscess thereby underwent repair. Per operative notes, ¿debridement and irrigation of wound was performed.¿ (there was no visualization/mention of ventrio st during this procedure) (B)(6) 2015 - patient was diagnosed with infected ventrio st thereby underwent open repair with the mesh removal. Per operative notes, ¿necrotic fascia overlying the mesh was debrided and granulation tissue was identified in the underlying mesh. The ventrio st mesh was removed.¿ attorney alleges that the patient had abscess, infection and pain.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged medical consultations and injuries, however; no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. (B)(6): the patient had unspecified injuries, including consultations with medical providers. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."